Event description:
It was reported that the customer had a high blood glucose level due to a bent cannula. Customer declined troubleshooting for high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer was unable to calibrate her sensor. Customer was advised that she can stop the pump from alarming meter bg now by calibrating. Customer cannot calibrate until she brings her blood glucose level down under 400 mg/dl. Customer was advised to turn off the sensor feature until she is able to bring her blood glucose down under 400 mg/dl and then she can relink the sensor. Customer is going to turn off the sensor feature. Customer's last blood glucose level was 494 mg/dl and she treated with a manual injection. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.